Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and arranged to replace the pump, which was still under warranty. The customer will use multiple daily injections as a temporary backup therapy. Technical support provided instructions for returning the pump and included a pre-paid label for this purpose. Additionally, the customer was guided on how to store the problematic pump and acknowledged the need to transfer settings and connect their continuous glucose monitor to the replacement pump. A replacement pump was sent to the customer.